Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2012 - patient underwent surgery for implant of an unspecified bard/davol ventralex. As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained".

Event description:
The following was alleged by the patient's attorney: (B)(6) 2012 - patient underwent surgery for implant of an unspecified bard/davol ventralex. As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained". Addendum per additional information provided: (B)(6) 2012 - patient was diagnosed with incisional hernia thereby underwent open hernia repair with the implant of ventralex patch. Per operative notes, "the previous scar below the umbilicus was removed. The preperitoneal space was entered. A medium sized ventralex mesh was placed into the space and sutured." (B)(6) 2013 - patient was diagnosed with recurrent incarcerated umbilical hernia and left incisional lumbar hernia thereby underwent laparoscopic hernia repair with implant of meshes and removal of ventralex patch . Per operative notes, "descending colon flexure adhesions were lysed in left side of abdomen. Fascial defects were dissected and retroperitoneal fat herniation were removed, a synthetic mesh was placed over the defect and tacked. The omental contents were herniating into the retracted ventralex mesh was partially incorporated on the umbilicus. The hernia sac was removed along with the mesh. An another synthetic mesh was placed and tacked." Attorney alleges that the patient had adhesions, mesh shrinkage, pain, hernia recurrence and patient had partially unincorporated mesh and omental contents herniated into the retracted mesh.

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: h11. This supplemental emdr is submitted to document additional information provided and to correct 510k number. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 1 year post implant of mesh ¿ ventralex patient was diagnosed with hernia recurrence, abdominal pain and adhesions thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists hernia recurrence, pain and adhesions as possible complications. Note, the manufacturing date (15-dec-2011) is considered to be a best estimate. Update fields: a2, a4, b2, b3 (date of event), b4, b5, b7, d4 (product catalog no, corporate lot no, expiry date, UDI no), d.6b (date of explant), e3, g1, g3, g6, h2, h4 (manufacturing date), h6, h10, h11. Corrected field: g4 (PMA/510(k)). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.